Event description:
A power source alert was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by plugging the charging cable into a tandem wall adapter, allowing the pump to begin charging, and no further assistance was required.